Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission, is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted, once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00548. The manufacturer will submit, a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was confirmed to be partially outside of the tip of the concomitant 150cm x 5cm prowler select plus microcatheter tip as observed on the photo included in the complaint. Microscopic inspection was performed. Under magnification, it was noted that the portion of the stent component outside of the microcatheter has a broken strut. The distal tip coiling was in a stretched condition. An attempt to flush the microcatheter was made, but it was obstructed and there was strong resistance felt between the delivery wire and the microcatheter. X-ray examination could not determine if the stent portion that remained inside the microcatheter was damaged, nor if the stent component was still connected to the delivery wire. The microcatheter was dissected, and it was confirmed to be obstructed by dried saline residues, but no further damages could be confirmed on the stent and on the delivery wire components. The issue documented in the complaint that there was resistance when a partial section of the stent passed through the microcatheter tip was confirmed because the condition in which the microcatheter and the stent were received is consistent with the information reported; however, the issue could not be confirmed through functional testing due to the amount of saline residues that were observed on the microcatheter. The broken strut suggests that the stent was forcibly advanced in an attempt to overcome the resistance encountered during the procedure, however, there is no indication that the issue reported is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7048257. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00547 and 3008114965-2023-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7048257) was delivered into the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / lot# unknown). The physician encountered resistance when a partial section of the stent passed through the microcatheter tip and the stent could not be released. The physician removed the stent and the microcatheter from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On 10-aug-2023, additional information was received. The information indicated that the location of the target aneurysm being treat was on the m1 segment of the middle cerebral artery. The lot number of the concomitant prowler select plus microcatheter could not be obtained. An adequate, continuous flush was maintained through the microcatheter. The stent component was still on the delivery wire when it was removed from the patient¿s anatomy. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. The replacement devices were another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. The reported issue did not result in any clinically significant delay in the procedure. A photo of the device was included in the complaint file.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo of the device included in the complaint. The review is documented below. [Photo review]: one photo was attached to the complaint. The photo is of a stent partially outside of the concomitant microcatheter tip. The delivery wire tip can be observed, which indicates that the stent component is still attached. The rest of the device was not shown in the photo. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7048257. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding resistance when the partial stent body passed through the microcatheter tip was not able to be confirmed since a functional analysis needs to be performed. Additionally, no damages were noted in the device that contributed to this failure. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00548. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.